Manufacturer narrative:
The association between coopervision lenses and the event is unconfirmed.

Event description:
Patient previously used hard contact lenses and was prescribed soft contact lenses on (B)(6) 2017. On the second day of wear, the patient experienced discomfort. On the third day of wear the patient experienced eye pain and sought medical attention. The patient had several follow up appointments at two different eye clinics. She was diagnosed with a corneal ulcer, location unknown, keratitis, and mild scratches over the surface of the cornea. The patient was prescribed cravit and taravid (ofloxacin). It was reported that as of (B)(6) 2017 the incident was resolved and the patient resumed lens use. The patient reported that after the initial use the lens got better. The eye care provider suspects the patient cleaned the lens with water or hard lens cleaner which may have resulted in the change of the soft contact lens size. This incident is being reported in an abundance of caution due to the diagnosis of corneal ulcer with unknown location and severity in combination with the medications prescribed. It is unknown if the medications prescribed were used to prevent or preclude permanent damage to the eye structure or function.